Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error log. The fse was not able to reproduce the error due to time constraints. The issue was resolved by the fse performing a clog flush removal from the nozzle. The fse also verified clog sense circuit and eki board sensing parameters to be within specifications. The instrument was validated by running over 30 patient samples. A quality control (qc) performed in the morning and customer had a backlog of patient tubes to be run after repair and time constraint did not allow for other qc to be run at the time. Nature of repair did not compromise patient processing and results. The instrument met performance requirements after service. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 04jan2020 through aware date (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under section 04 - error messages states the following: [2061] tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a clogged sample nozzle. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 2061 tip attach error on the main arm. Prior to calling in to technical support line, customer tried to run samples and the error occurred again. The technical support specialist (tss) advised customer to check for dropped tips or a tip stuck on the sample probe and advised customer to clean the sample probe. The tip racks were full and the tss had customer confirm that they were not sitting high in the rack. The tss also advised customer to perform an all set home from the maintenance icon and rebooted the aia-2000 analyzer. The error occurred again but did not abort the run immediately. The tss advised customer to perform a version up and run samples. It picked up the tip; however, the error occurred again. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth), estradiol (e2), luteinizing hormone (lh ii) and prolactin (prl) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.